Event description:
Hcp reported patient was last refilled and program change done on 3/20/06. Over the last 4-5 days, the patient has noticed a loss of efficacy. Today, they brought the pt in to check the pump reservoir volume and were expecting 10.3 ml and the actual volume was only drops of drug. Manufacturer discusses device troubleshooting procedure as well as patient access.